Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke to low glucose alerts indicating a cgm reading of 39 mg/dl for approximately five hours during sleep, did not perceive hypoglycemic symptoms, and had changed the sensor at bedtime; the agent noted that the reading could reflect a cgm compression low rather than true hypoglycemia. Symptoms included no reported hypoglycemic signs or loss of consciousness. Outcomes included no medical intervention, no hospitalization, and glucose readings subsequently reported as accurate. Investigation included review of device data and user interview for troubleshooting and education. Investigation of this case revealed that the low readings were consistent with a potential compression artifact on the cgm during sleep. It was concluded that the cause of the reported hypoglycemia was unclear, with evidence supportive of a cgm compression low rather than an ilet malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.